Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 54/48 n on (B)(6) 2007. The pt was revised on (B)(6) 2013 due to pain, loosening, fluid and elevated metal ions.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot number were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, that changed this assessment, an amended medical device report will be submitted. Therefore, zimmer gmbh considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2007 and revised on (B)(6) 2013 due to pain, loosening, fluid and elevated metal ions. During visual examination, wear and some scratches were found. Review of surgical report: the implantation notes of the hip stated that the surgery was according to standard protocol the revision notes of the hip stated that the patient was revised due to high cocr/ion release and pain during opening of the capsule, milky fluid drained. The durom cup could be removed without effort / bone loss. Review of surgical report did not lead to new information regarding the reported event. Visual examination during the visual examination the durom acetabular component presented few spots with evidence of ingrowth are present on the porous surface, light scratches and signs of wear present on the articulating surface marking on the flat surface of the metasul ldh that could have been caused by a tool such as pliers during separation of the head from the neck. Also, there are light signs of wear within the head adapter cavity the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008, as previously reported. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed. (B)(4).